Event description:
It was reported that (1) 35os was used during a laparoscopy procedure. It was reported by the rep that the hosp claims that the trocar tip came off and fell into the pt. The tip was retrieved in thirty minutes and the case was completed. There was no consequence to pt.